Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the key pad was not working on the insulin pump. Customer stated that the key pad appears to be frozen and that she wears the insulin pump in her bra. Customer also received error alarms related to her batteries and stated that she is unable to clear them. Customer's blood glucose reading at the time of the call was 139 mg/dl. No further information reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.